Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure a stent dislodgement occurred. The target lesion was located in the heavily calcified, very tortuous right coronary artery. A 3.5x38mm ion stent was placed and then the physician elected to place a stent more distally. The lesion was re-wired and a 4.0x24mm ion stent was advanced but could not pass the proximal edge of the 3.5x38mm stent. The 4.0x24mm stent was entangled and came off the balloon. It was believed that when the lesion was re-wired, the guide wire may have passed behind the struts of the implanted stent. Attempts to retrieve the stent were unsuccessful and the patient was sent for non-emergent bypass surgery. The patient was reported to be stable with no further complications.